Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. The (sem) report stated that the device leakage is suspected to be attributed to possible gaps between the dual lumens at the inflation port and distal bonding point. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the the reported leak and noted possible gap/channel in the adhesive at the distal bonding point appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 70% stenosed lesion in the popliteal artery. A 4.0x80mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time to unspecified pressure, when a leak was noted from the hub of the bdc. The bdc was removed and a 4.0x200mm armada 14 bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.